Manufacturer narrative:
(B)(4).

Event description:
During procedure, it was reported that the guidewire became stuck in the lead and would no longer advance. As a result, the physician explanted and replaced the lead. The patient's condition was stable.

Manufacturer narrative:
A complete lead was returned for analysis. An obstruction/restriction due to the inner coil being clogged with dried blood was noted. Visual inspection of the lead found no anomalies. Tests performed indicated normal electrical characteristics.